Event description:
It was reported that ischiotibial grafts were taken and it was prepared for screw-screw technique. Graft diameter was taken, which was 8 mm, then they started to make the tunnels of the same diameter. After ascending the graft to its position, they proceeded to fix this, first in the femur; constant traction of the graft was done with the sutures in the proximal and distal part. The cannu-flex of 1.5 was placed in the femur, through which the screw 7x25 was passed, but before reaching the middle of the thread, it was broken in its distal third. Part of the screw was removed but the rest was not possible. Screw of the same diameter and length was passed without any inconvenience. There was no significant delay or patient injuries.

Manufacturer narrative:
Device has not been returned for evaluation. Clinical details were provided and no starter or tap being utilized was mentioned prior to insertion of the screw.

Manufacturer narrative:
One 7x25mm biorci screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. All pieces of the screw were not returned for examination. Four small pieces were returned and due to their condition dimensional assessment is prohibitive. Clinical details were provided and there was no mention of a starter or tap being utilized prior to screw insertion.